Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition, but noted to have a scratched screen. Upon review of the event history log of the device, no evidence of the reported complaint noted. The moment the device was powered up, the device started double beeping, confirming the reported customer complaint. The downstream sensor was replaced as a result. The problem source has been determined to be unknown.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump displayed a double alarm that there's no casssette. There was no patient involved.